Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8060953.

Event description:
It was reported that during a lead revision on (B)(6) 2026 [related manufacturer reference number: 1627487-2026-00630], [related manufacturer reference number: 1627487-2026-00631], [related manufacturer reference number: 1627487-2026-00632], the left l1 lead broke leaving a fragment in the patient. Surgical intervention may take place in the future to address the issue. It is not known which l1 lead remains partially implanted.

Manufacturer narrative:
Correction to: the allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8060953.